Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection did not identify any anomalies. Device evaluation found that the motor was defective, confirming the reported issue. The firmware was revised to p.01.46. The case and front rear connectors were inspected for damage. The device was calibrated. The pump assembly was refurbished with no parts used. All pcbs were tested. The flow rate was checked. A gas calibration test was performed. A leak check was performed. The root cause was determined to be that the aging motor caused the co2 to have an unstable flow, fluctuate, and create co2 readings high and low intermittently. This was not related to the previous repair. This type of event will continue to be monitored.

Manufacturer narrative:
The complaint device was returned for evaluation. Investigation is not yet complete. A follow-up will be submitted upon completion of device evaluation.

Event description:
Reportedly, post repair, the device readings were going high and low intermittently. There was no reported patient harm. No additional information is available.